Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found no output or telemetry and the battery was depleted to 0.08 v. A capacitor anomaly caused the battery to deplete prematurely.

Event description:
It was reported that the pulse generator could not be interrogated. The patient's presenting rhythm was intrinsic at 75 ppm. No magnet rate was displayed. The device was removed and replaced.